Event description:
New information received notes that the patient presented in clinic for review of the high voltage lead impedance and egms. Recommended programming changes were made to resolve the issue. There were no patient symptoms.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic, high, out of range, high voltage lead impedance was observed. It was suspected that the out of range impedance measurement was noted on the day of device implant and was reproducible due to set screw issue on the device header. Programming changes were recommended. Physician elected to continue to monitor the patient. Patient is stable.